Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of a blank display and cracked battery cap from the insulin pump. The customer's blood glucose level is unknown. The mother stated when her son came out of the shower; there were liquid oozing out of the top of the pump where the battery compartment goes. The customer was advised to insert new aaa alkaline batteries. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump was received with blank display due to melted battery cap. During a battery cap test, the insulin pump had normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump had cracked case at display window corner and minor scratches on lcd window.